Manufacturer narrative:
Unit received with blank display after battery insertion due to severe corrosion on electronic board stack. Unable to verify low battery alerts, replace battery alerts or replace battery now alarms due to blank display anomalies. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. Corroded force sensor assembly, moisture damage on motor assembly, corroded battery tube and corroded battery tube spring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer stated that the insulin pump had short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.